Event description:
It was reported that the device lost power during a patient event. The device use had no adverse effects on the patient care or outcome. The device was reported to have a similar loss of power during a prior patient event. Physio-control reviewed both events device download and verified the reported issue. Physio also observed that the device was powered back on and remained in use after both power loses. There were no further details on the events and/or the patients provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. However, physio found a loose battery post pin that could have caused the reported intermittent loss of power while in use. Physio-control replaced the rear case assembly to resolve the loose battery pin issue. Proper device operation was confirmed through functional and performance testing and the device returned to the customer for use.